Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the user was able to measure impedance and pacing threshold during ventricular lead measurements but no physiological signal was visible on the electrograms (egm) channel and no detection value could be obtained from the analyser. The product was replaced with another programmer and analyser and normal detection was possible with a good signal amplitude. No patient complications have been reported as a result of this event.